Event description:
Information was received indicating that during use, a smiths medical cadd solis vip pump exhibited excessive alert of air in line but the air in line could not be seen by the user. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Information was received indicating the sex of the patient (male).